Manufacturer narrative:
Initial reporter phone# (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that mixed product occurred with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "customer has detected a tube from a different material number inside the package. They have detected it because the cap colour is different."